Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During functional testing of the system controller, movement of the black power lead resulted in a power cable disconnect alarm. In addition, when the system was running with just the black power lead connected a yellow battery alarm occurred and progressed to a red battery alarm. During further evaluation, the black power lead was found to have a broken brown conductor (battery gauge line) at the connector end. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while the pt was at home, he experienced an intermittent alarm with the system controller and "replace system controller" was displayed on the module. The pt's system controller was exchanged and the alarms were resolved.